Event description:
It was reported to st. Jude medical that the device was explanted when noise was observed on the electrograms. An excessive number of high voltage charges were noted. There were no obvious lead issues.